Manufacturer narrative:
Discussion: a voluntary medwatch report (mw5149183) was submitted detailing an incident involving a zippie voyage wheelchair. In the report, the end user's mother states that she slid the seat onto the stroller base. The mother reports that she checked the seat to confirm it was locked by pushing and pulling the seat as instructed by the original technician. The end user was then strapped into the wheelchair. When walking in the end user's pediatrician's office and going over the doorframe, the seat allegedly "flipped upside down. The most probable root cause could be inadequate attachment of the seat to the stroller base. There was no mention of the safety tether strap being used during the incident. If the tether failsafe device were used as directed, it would have mitigated the risk and prevented the seating system from falling to the ground. During the incident, the end user reportedly landed on his head and was subsequently evaluated by his pediatrician. The end user allegedly sustained bruising and a non-descriptive head injury. There was no information provided regarding diagnosis or treatment. The mother reports that the user will be okay. Conclusion: in conclusion, based on the information provided, inadequate attachment of the seat to the stroller base potentially led to the detachment of the seat, as well as a failure to use the included tether failsafe device to prevent injury. This device is used for treatment, not diagnosis. While there is limited information on the incident and the reported injuries sustained, due to the allegation of a potential severe injury (head injury), this MDR is being filed.

Event description:
A voluntary medwatch report (mw5149183) was received detailing an incident involving a zippie voyage wheelchair where the seat became detached from the base and flipped upside down. The end user reportedly landed on his head. The end user allegedly sustained bruising and a non-descriptive head injury. There was no information provided regarding diagnosis or treatment.